Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device screen cracked after the user sat on the device, resulting in a damaged display while the user continued glycemic management with backup therapy and reported that blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the damaged device. Investigation included review of the event description and assessment for physical damage and inspection of the returned device. Investigation of this device revealed external mechanical stress with a cracked screen consistent with physical damage to the display component; no malfunction affecting glucose management was indicated. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.